Manufacturer narrative:
No further action was taken on this device at the time of the event. It was noted that 4 months after this event, the device was explanted due to an unrelated patient condition of infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement, this sub q array was noted to have an insulation breach resulting in low shock impedances less than 20 ohms with the new pulse generator the triad configuration. It was suspected that the insulation failure occurred due to the array rubbing against the previous device while implanted. This new pulse generator was implanted, and further low shock impedances were noted. A reprogramming of the device to a coil to can configuration remedied the issue. No further action was taken as it was noted the patient condition had improved since the last changeout and tachycardia shock therapy was not considered essential. No adverse patient effects were reported.